Event description:
Pt was revised to address bearing spin-out.

Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the warsaw and intl complaint database did not find any add'l reports of this nature for prod code/lot provided since its respective release for distribution. Although the exact root cause of the reported spin out could not be determined, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. Info provided indicates that the curved rp insert was replaced with a ps insert and femoral component. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.